Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/5 of her automated peritoneal dialysis therapy. Reportedly, the home pt noted that the pt line of the homechoice set was accidentally disconnected from her transfer set. Baxter's technical service ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.